Event description:
Additional information was received. The site used a c-arm to finish the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The generator was showing an error. The power supply was adjusted and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar. It was reported that the system was displaying "initializing please wait." The site restarted the image acquisition system (ias) four times with no resolve. The site called technical services (ts) and it was recommended disconnecting the image acquisition system (ias) from the mobile view station (mvs) and restarting separately. The sit aborted medtronic imaging. There was a delay of less than one hour and no reported impact to patient outcome.